Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges experiencing asthma attacks every night with use of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges experiencing asthma attacks every night with use of the device, headache, mucus and she was very tired (fatigue). There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During internal investigation, the manufacturer observed dust inside of the device, in enclosure and on pca. The device was hooked up to a known good power supply and power cord, and airflow was verified to be operating correctly. During external investigation, showed that there were no signs of contamination on the outside of the device. The manufacturer confirmed the evidence of sound abatement foam degradation/breakdown was not observed in the device. The device's error log and care orchestrator data were unavailable for download by the manufacturer. The manufacturer confirmed that the results of this investigation do not impact on the calculated risks. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Device serviced by 3rdp, device avail. For eval, date returned, date returned to mfg, device eval. By mfg, device avail. For eval, problem code grid, patient outcome code grid, evaluation method code grid, evaluation results code grid and conclusion code grid were updated.

Manufacturer narrative:
The manufacturer previously reported wrong information in common device name and patient outcome code grid for the allegation mucus which were corrected in this report.